Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a non-sustained ventricular fibrillation (nsvf) episode noted via remote monitoring. The episode was caused by noise on the right ventricular (rv) lead. No inappropriate therapy was delivered as a result of the noise. No intervention has been performed at this time, however lead replacement is being considered. The patient was stable with no consequences.